Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: the product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that tfna end cap extens. 0 tan was scratched from the surface. No other issues were found. A dimensional inspection was performed for the tfna end cap extens. 0 tan and met specifications. A functional test was unable to be performed since the mating devices was not returned. The complaint condition was not able to be replicated. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the tfna end cap extens. 0 tan would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed? Yes, reviewed. Dimensional inspection: conforming device history lot part # 04.038.000s, lot # 869p843, manufacturing site: jabil bettlach, release to warehouse date:04/07/2022, expiry date:01/06/2032. A manufacturing record evaluation was performed for the finished device lot and no non-conformance was identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: device available for evaluation: complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in japan as follows: it was reported that on (B)(6) 2023, the patient underwent the open reduction internal fixation with the end cap in question for the proximal femoral trochanteric fracture. The end cap threads did not engage and could not be inserted. There was a metallic sound after two or three turns while inserting it, and it seemed to come back even after pushing and turning it repeatedly. The surgeon removed the end cap and checked the locking mechanism. Although the surgeon tried to insert the end cap, it could not be inserted. The same process was repeated three times. The end cap was inserted, and the front and lateral images were retried to align it coaxially with the nail. However, there was no change. A new end cap was inserted instead of the end cap in question. Although there were some signs of misalignment at first, the new end cap was inserted immediately. The surgery was completed successfully with approximately 40 minutes. The surgeon requested an investigation for the end cap in question. No further information is available. This report is for one (1), and tfna end cap extens. 0 tan. This is report 1 of 1 for complaint (B)(4).